Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic technician reported that following bilateral intraocular lens (iol) implant procedures, a patient may be having an allergic reaction to the iol. The technician indicated the patient is having issues with pigment, edema and intraocular pressure post operatively. Additional information was provided by the technician that the patient had white cells, pigmented cells and flare in both eyes following the procedure. The patient's intraocular pressure increased following the procedure and is still elevated. There are two medical device reports associated with this patient. This report is for the left eye.